Manufacturer narrative:
Lot# 123191. Visual inspection, material analysis, device history review, complaint history review, risk assessment. The reported event was confirmed via visual inspection, which confirmed the locking pin had fractured off of the device. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Material analysis was conducted, no material or manufacturing defects were found. A plausible root cause is normal wear of the device.

Event description:
It was reported that the locking pin of the drill guide broke off during surgery. Measuring with a k-wire.

Event description:
It was reported that the locking pin of the drill guide broke off during surgery. Measuring with a k-wire.